Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer that their sensor was calibrating incorrectly and upon inquiring further, it was discovered that he had been hospitalized for low blood glucose levels five to six years prior. Blood glucose level was unk at time of hospitalization. Customer was advised to disconnect from sensor. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 120 mg/dl at time of reporting. Nothing further reported.